Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 160-161 mg/dl. A pump reset was performed to resolve the issue; however, the issue continued to occur.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.